Event description:
Per fax, manifold assembly is sticking s/n (B)(4).per independent repair center statement, unit alarming or red light. The key failure was valve manifold valve component was sticking.